Event description:
Received notice in 2005 alleging that the pt had a bacterial infection. According to the complaint, the pt visited the doctor and a tip of broken pledget was removed, which was allegedly the cause of the infection.